Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Event description:
Healthcare professional additionally reported "breast pain." Device has been explanted.

Manufacturer narrative:
Device photo evaluation: device photographs for the device related to the reported event were reviewed. Visual analysis of the photographs identified yellow particles on the surface of the shell and an opening. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the most likely failure mode.